Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission 08/27/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: a review of the pump black box data revealed a cs 064 alarm had occurred. The pump powered on to display the verify screen. The audible tone and vibratory alarm features functioned properly. Further testing was not able to be performed due to an unrelated unresponsive keypad. The complaint of a call service cs 046 issue was not able to be adequately investigated due to the keypad response issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.